Manufacturer narrative:
The insulin pump was received with partial display due to corroded electronic assemblies. No frozen display noted. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to partial display. The insulin pump was received with corroded motor home switch. The insulin pump was received with minor scratches on case, cracked battery tube threads, cracked case (battery tube) and minor scratches on lcd window.

Event description:
The customer reported via phone call that the screen was frozen after restart. The customer¿s blood glucose level was 120 mg/dl. The customer reported that the insulin pump was exposed to moisture and had a crack. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.